Event description:
Related manufacturer reference number:1627487-2022-02538. It was reported that the patient underwent a surgical intervention on (B)(6) 2022 wherein 2 new leads were added to get better coverage of the patient¿s foot pain. Reportedly, patient has adequate coverage post operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information.